Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Corrected data: b5- should be corrected to state: the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and in a separate surgery that same date replaced for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of the event was unknown. H6: 4627-should be added and 4629 should be omitted for correction. H6: 1494-off-label : it should be noted that the patient's age fell outside the indicated age range at the time of implantation. Additional information: d9: 15-sep-2023. H3 - device evaluation: the lens was returned damaged with moisture in a microcentrifuge vial. Visual inspection found the lens optic torn and split and the haptic torn and broken. Dimensional and functional inspections were unable to be performed due to the damaged state of the lens. Claim# (B)(4).